Event description:
It was reported to boston scientific corporation that an advantage fit - single was used during a retropubic sling placement procedure performed on (B)(6) 2014. According to the complainant, the sling broke during the procedure. The procedure was completed with another advantage fit - single. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspected device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.